Event description:
It was reported that, "dr. (B) (6) was switching polys in a duracon knee. Old poly removed trialed with both cs & a-p lipped. Preferred cs. Implant wound not lock in. It was taken out. All soft tissue was cleared. Tried to lock insert in second time. Appeared to go in all the way but still could not get locking mechanism to engage. Removed again poly, inspected tibia baseplate cleared of all soft tissue. Attempted a third time. Same results, would not lock. Then switched to ap lipped insert, insert locked into place on first try."

Manufacturer narrative:
The initial failure to lock may have resulted from debris under the insert. Mating part tolerances are extremely tight due to the nature of the locking feature. Multiple attempts to lock the device likely resulted in damaging the locking mechanism. Investigation is in process; additional information is not available at this time.